Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer¿s blood glucose was in 274 mg/dl at the time of the incident. The insulin pump was broken at the battery area. It was reported that the troubleshooting was not performed, as the insulin pump was broken at the time of the call because of the broken pump. It was stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.